Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call blank display anomaly and unexpected restart alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for blank display was performed. Customer inserted a new battery and the display returned. Troubleshooting for unexpected restart alarm was performed. Customer received multiple unexpected restart alarms after replacing the battery. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.